Event description:
During contrast injection for CT scan, large extravasation of contrast media occurred. The isovue 370 was being injected via the medrad power injector. Pt hand/arm swollen. Transferred to another facility for possible compartment syndrome. Pt required fasciotomy.